Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection and evaluation the device meets specifications. Asked customer to check inserts for wear or damage as the unit worked properly with tech's inserts.

Event description:
While using g136 scaler, the inserts were heating up. No injury was reported from the alleged event.